Event description:
It was reported that the patient had her entire system replaced just over a month ago. It was noted that the patient was going to physical therapy for her knee and the therapist had the patient leg press 50 lbs. The patient believed that when she did the leg press, she straightened out the lead.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3093-28, lot# v625669, implanted: (B)(6) 2011, explanted: (B)(6) 2013. Product type: lead. (B)(4).